Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus received an email from the customer reporting that she has experienced an difficult recovery and major post-operative complications after an ent procedure in 2017. Additional details have been requested from the customer regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 1037007.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was determined that there is no manufacturing, material or processing related cause for this reported issue. Since no additional information regarding the event was obtained, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.